Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Additional information received indicated that this lead had microdislodged since the day after the initial implant. Pacing threshold has also increased but all other lead measurements were normal. The device was then programmed to vvi 40 as the patient appeared not to require rv pacing. However, the patient developed bradycardia and it was decided to replace the lead to prevent early battery depletion. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and another procedure was done to reposition this rv lead. Attempts to gather additional information was unsuccessful. This lead remains in service. No additional adverse patient effects were reported.